Manufacturer narrative:
Specific patient information is not available. Xeridiem (legal manufacturer) part number is 70-0050-516; (B)(4) (exclusive distributor) part number is m00548540; the (B)(4) part number is the one appearing on the device label. Xeridiem is legal manufacturer for the device and (B)(4) is our exclusive distributor. Therefore, the initial reporter to xeridiem is a person associated with (B)(4). The device was not able to be returned for evaluation, so a definite cause for the device involved with this report could not be determined. However, a CAPA investigation is in process for a trend in valve leakage. This investigation is in process but appears to be pointing towards a design issue with the reflux valve (dome valve). A recall on the 70-0050-xxx devices was initiated on 12/23/2015. Device was not available for evaluation.

Event description:
Two of the devices that were replaced that had issues with leakage after placement (this report is for the second of the two devices). Increased leakage and parents decided to go back to previous button. The other issue with the patient is that, the patient continues to keep pulling the button out and bursting the balloons. The patient's family said, the balloon is too flexible and comes out easily. It was pulled out five times.